Event description:
Vacuum extractor used in vaginal delivery of baby. Used for approximatel ten (10) minutes with six (6) contractions. After birth, it was noted that baby had blisters all around the circumference of the head and also in the center of the head at the points at which the vacuum extractor came into contact with the baby's headdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, use of all similar devices stopped permanently. The device was destroyed/disposed of.